Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Stylet was inserted through the proximal end of the lead and was restricted at the distal region of the lead due to the inner coil clogged with blood. The reported events of high pacing threshold and high pacing lead impedance were not confirmed while the reported event stylet could not be inserted was confirmed. The cause of the reported event of stylet could not be inserted was isolated to the inner coil being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Repositioning was attempted, however, the stylet could not be inserted into the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.